Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer's blood glucose was 167 mg/dl. The customer did not observe any significant events leading to the alarms. The customer was able to complete the rewind sequence and clear the alarms. The customer noted that he worked in an emergency room but that the device had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The insulin pump passed the displacement test, rewind and no delivery tests. No excessive "no delivery" error alarms were noted. The insulin pump had cracked battery tube threads, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.